Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt, check therapy electrode messages) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to open pulse wires in the electrode belt distribution node. The pulse wires were unsoldered inside of the heat shrink. The root cause for the failure was a manufacturing error. This failure mode was investigated through an internal corrective action investigation. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned a patient's electrode belt and reported that it was causing frequent adjust belt and check therapy electrode messages.